Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead impedance warning, lead position check failure, far field r-wave (ffrw) oversensing and no capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.